Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field g2: report source. Correction to field h6: device codes.

Event description:
It was reported that latitude reports revealed this right ventricular (rv) lead exhibited high out of range shock impedance after a patient advocate called in indicating there was a red call doctor (rcd) alert on the communicator. The lead is a bradycardia lead. Due to the bradycardia lead being implanted, the circuit in the implantable cardioverter defibrillator (ICD) was not complete, which would cause the high shock impedance. Boston scientific technical services (ts) helped the caller troubleshoot the issue and recommended the caller to go to the clinic per rcd process. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that latitude reports revealed this right ventricular (rv) lead exhibited high out of range shock impedance after a patient advocate called in indicating there was a red call doctor (rcd) alert on the communicator. Boston scientific technical services (ts) helped the caller troubleshoot the issue and recommended the caller to go to the clinic per rcd process. The lead remains in use. No adverse patient effects were reported.